Event description:
It was reported that after 15 minutes of emergency circulatory support using a quadrox-ID oxygenator, the flow was obstructed and decreased to under 0.5 lpm. A second quadrox-ID oxygenator was added to the circuit to replace the first oxygenator. Full flow was regained for less than 5 minutes and then decreased to near zero lpm. The customer's initial impression was the problem was caused by a hypercoagulation issue with the pt. The pt was reported to have expired. (B)(4).

Manufacturer narrative:
Maquet submits this report on behalf of the legal manufacturer of the device maquet (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A review of the manufacturing records showed no non-conformances. According to customer, a hyper-coagulation disorder in the pt may have caused the clotting issues and they do not attribute the pt's death to the oxygenator. A supplemental medwatch will be submitted as soon as the device is returned to the MFR and additional info becomes available.